Event description:
As reported to the implant patient registry (ipr), 3 years, 5 months and 19 days post-implant of a 26 mm sapien 3 valve in the aortic position, the 26 mm sapien 3 ultra valve was explanted and an inspiris resilia surgical valve was implanted. The reason for explant per medical records is aortic stenosis.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: update to b4, g3, g6, h2, h6, h10. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed using the valve serial numbers from related work order and revealed no other complaints relating to the relevant complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3 IFU was reviewed. Valve stenosis, structural valve deterioration, device degeneration, and device explants are known potential adverse events. Noted under potential adverse events, 'device explants', 'valve stenosis', 'structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis)', and 'device degeneration'. No IFU/training deficiencies were identified. The complaints were confirmed from medical record. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis /degeneration are potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Similarly, pannus or host-fibrotic tissue growth overtime, a cause of nonstructural dysfunction, may interfere with the functionality of the device leading to valve stenosis. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, '3 years, 5 months and 19 days post-implant of a 26 mm sapien 3 valve in the aortic position, the 26 mm sapien 3 ultra valve required intervention and an inspiris resilia valve was implanted'. Additional noted from medical record, 'the pre-op tee in the or stated "significant for severe stenosis. It was difficult to see any movement of the indwelling valve leaflets". Per medical record, the patient has hyperlipidemia and diabetes mellitus. Hyperlipidemia and diabetes mellitus are known factor that may increase the risk of valve calcification leading to early valve degeneration/leaflet thickened resulting in stenosis and leaflet motion restricted. As such, available information suggests that patient factors (hyperlipidemia, diabetes mellitus) may have contributed to the reported event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.